Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports there is a planned lens replacement. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).